Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 47 mg/dl. The customer mentioned other blood glucose as 99 mg/dl, he went to restaurant and ate bread and wine then bolus himself, while waiting insulin pump had insulin flow block alarm. The blood glucose meter gave 47 mg/dl but sensor glucose was 63 mg/dl then he took sugar tablets to increase blood glucose value. The blood glucose went to 140 mg/dl and sensor glucose went to 71 mg/dl. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.